Event description:
The patient was receiving heparin via a drip when the IV pump malfunctioned causing the rapid infusion of 250ml of heparin into the patient. The patient needed administration of protamine to counteract the effects of the heparin.